Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported the tubing on his insulin infusion set separated at the luer lock a couple of months ago. He stated he had an elevated blood glucose reading of near 300 mg/dl with his target range being 90-140 mg/dl. He said his symptoms was thirst and he corrected his reading by changing his infusion set and bolusing 10-12 units of insulin. He stated this is the only time he has had this happen. He stated he discarded the infusion set at issue. The patient was unable to provide a lot number or expiration date but said the infusion set may have been expired. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was available to be returned for evaluation.